Manufacturer narrative:
Update to b5.

Event description:
New information notes the right ventricular lead was explanted and the patient was stable.

Manufacturer narrative:
Additional information: update to d6 explant date ad h6 update to codes for additional surgery.

Event description:
It was reported that the patient presented in clinic for follow up with the right ventricular lead exhibiting noise that was over-sensed. No interventions were reported. The patient was stable.